Event description:
It was reported that pt underwent total knee arthroplasty in 2003. Revision performed due to patella dislocation about three and half weeks later. Tibial bearing and femoral components were replaced, leaving patella and tibial base components in place.